Event description:
It was reported that after a successful percutaneous abdominal aortic aneurysm repair procedure, arteriotomy closure of the common femoral artery was attempted with a prostar xl device. Reportedly, the needle did not engage/did not move into the barrel due to heavy resistance. The device was removed and a second prostar xl device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure of the needles to deploy was confirmed. The handle and needles were in the backdown positions, the sutures were slack and exposed at the guide, and needle strike marks were observed on the face of the barrel. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.